Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the water was filled up, there were insufficient and highly fluctuating flow rates, accompanied by increasing cooling of the water temperature to negative 18 degrees c and jumping temperatures up to 22 degrees c. Sales representative, routine maintenance + defective heater.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the water was filled up, there were insufficient and highly fluctuating flow rates, accompanied by increasing cooling of the water temperature to -18°c and jumping temperatures up to 22°c. Sales representative, routine maintenance + defective heater.